Event description:
It was reported " unit powered off. Failed battery load test. Replaced battery." Additional information received states no harm to the patient, the pump was swapped out to continue therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Returned for investigation was a battery. The sample was dropped off by the field service representative. Visual inspection of the battery was performed, and no abnormality was noted. The battery was installed into a known good ac3 for functional testing. The iabp powered up successfully with no alarm, all voltages were present (+5v, +12v and -12v) and within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The battery was then left to charge in the iabp for over 9 hours. The full charge of battery was 13.0 volts. The iabp gave a proper alarm when disconnected from the ac power. Pumping was initiated. The iabp alarmed less than 20, 10, and 5 minutes remaining approximately 38 minutes when running on battery power, and the iabp shut off at immediately after the alarms were cleared. Note: per operator's manual ""the battery should be maintained at full charge whenever possible. Arrow international recommends that the iabp must be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of short battery runtime is confirmed. The returned battery failed the battery load test. During the complaint investigation, the iabp shut off approximately 38 minutes after being disconnected from the ac power. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the short battery run time. A definitive root cause could not be determined but a potential cause of the short battery life is a result of battery maintenance. No further action required at this time. This will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Event description:
It was reported " unit powered off. Failed battery load test. Replaced battery." Additional information received states no harm to the patient, the pump was swapped out to continue therapy.